Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump, with a recommendation to contact support again if the malfunction recurred.